Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined."

Event description:
It was reported that an unspecified bd pen needle was difficult to operate. The following was reported by the initial reporter: "received voicemail from consumer regarding issue with needle."